Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. Patient treatment was not affected.

Manufacturer narrative:
The system is calibrated every 12 hours followed by a qc run. Qc was within the customer's established ranges prior to the event. Qc run after one erroneous result was above the established range. The customer performed flow cell maintenance procedure. The laboratory temperature is monitored and stable. A bci field service engineer (fse) decontaminated the system, and aligned and replaced multiple hardware components. As of (B)(6) 2010, there were no more calls to hotline for the problem. Although some hardware issues were addressed, a definitive root cause has not been determined for this event.